Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation could not be completed as product was fractured. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "preoperative and operative procedures, including knowledge of surgical techniques, good reduction, proper selection and placement of the implants are important considerations in the successful utilization of temporary internal fixation devices. See the surgical technique for specific surgical procedure."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent a right femoral fixation procedure on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a nail fracture. The procedure was completed with an antibiotic cement spacer. No further information has been provided.